Event description:
It was reported that the patient's right hip was revised due to disassociation of the head from the stem. The liner was also reported to be slightly discolored and exhibiting signs of wear. The head and liner were revised, and a sleeve put on the existing stem. * update (B)(6)2019 qs: based on the mar report for the returned liner, damage was observed on the distal rim of the insert consistent with impingement against the stem.

Manufacturer narrative:
An event regarding damage of a trident liner mated with an accolade stem and a metal head was reported. The event was confirmed by inspection of the returned device. Method & results: -device evaluation and results: the damage present on the rim of the insert is consistent with impingement with the stem.the damage present on articulating surface of the insert is consistent with scratching and third body indentations; which are common damage modes of uhmwpe. Yellow discoloration consistent with absorption of synovial fluid was also observed on the insert. Eds showed that the head base material is consistent with an astm f1537 alloy and the debris was consistent with a corrosion product, biological material, and likely material transfer from the stem. The debris on the liner is consistent with biological material and likely material transfer from the stem. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. -clinician review: no medical records were received for review with a clinical consultant. -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusion: the damage present on the rim of the insert is consistent with impingement with the stem. It was reported that the stem disassociated from the head. The device was implanted with the metal head which has been identified to be within scope of nc and CAPA. Per technical assessment/hhe, t01753 rev. 2, excessive wear debris (polymeric) is a known potential hazard. The root cause analyses identified a process related anomaly as to the affected sizes and lots of the metal head. The affected metal head has all been implanted and/or expired. No further investigation is required. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
A review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised due to disassociation of the head from the stem. The liner was also reported to be slightly discolored and exhibiting signs of wear. The head and liner were revised, and a sleeve put on the existing stem.